Event description:
The sjm valve was explanted and replaced with a bioprosthesis from another MFR due to suspected endocarditis. Nine days prior to the reoperation, the pt underwent a nephrectomy and tumor expiration and was found to have (B)(6). Intraoperatively, it was observed that the sjm valve was intact, but there was slight paravalvular leakage in the area of the right and non-coronary cusps. There was no evidence of inflammation or formation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each mfg and inspection operation was performed and indicated complete in accordance with sjm specs and procedures. Based on the info received, the cause of the reported paravalvular leak remains unk.